Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit powers up to no display and constant tone. The complainant indicated that there was no patient involvement in the reported malfunction.